Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly.

Event description:
Customer reported via phone call that the insulin pump screen was went out. Customer blood glucose was 187 mg/dl. Customer also stated that insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for the analysis. The device will be returned for analysis.